Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm that syringe plunger was not in place. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the plunger tamper seal was broken and the bottom seal was intact upon receipt, the right plunger case was noted to be cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the syringe test portion of the investigation. Root cause of the reported issue is from customer damage whereby a chip was broken off the plunger board and the plunger board was not glued down. Replaced the plunger board and secured it with glue. Performed the power up process, preventive maintenance, occlusion test and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500.